Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarms cannot be determined, however, review by facility staff attributes the alarms to user error. Occasional alarms during hemodialysis treatments are expected, and should not result in blood loss if device labeling instructions are followed. Facility staff has provided additional training. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A therapy fluid occlusion alarm occured during a routine hemodialysis treatment. No occlusion was noted by the operator. The operator began to rinseback when a venous air alarm occurred. Rinseback was not performed due to the amount of time spent troubleshooting the venous air alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.